Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the keypad causing a puncher below the clear key. A review of the device history record for sn (B)(4) was performed from 03/07/2013 to 08/25/2020 and note that this device has been returned for service two times, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the front case of the 8015 pcu was damaged. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the keypad causing a puncher below the clear key. A review of the device history record for sn (B)(6) was performed from (B)(6) 2013 to (B)(6) 2020 and note that this device has been returned for service two times, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the front case of the 8015 pcu was damaged. There was no reported patient involvement.